Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up the room for an upcoming clinical case, it was noted that all green bars were seen but in the tracking details it had stated that the camera showed an error that it was disconnected. The manufacturing representative backed out of the software and went back in and the site was able to track everything well with no other errors. The manufacturing representative then went into the diagnostic utility of the tracking views and the camera showed all was working as intended. It was recommended to check the network device interface (ndi) tool box and the internal and external cables. There was no patient involved at the time of the reported event.